Event description:
Additional information that there was no update on the patient's status. It was reported that the case was scheduled for (B)(6) 2014. Additional information received reported that a different manufacturer's representative had been present at the revision. Additional information received reported that the patient had his 2 octad leads replaced by 4 quad plus leads on (B)(6) 2014. It was reported that the patient was receiving effective stimulation at this point.

Manufacturer narrative:
Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a290, serial# (B)(4) implanted: (B)(6) 2014, product type: lead.

Event description:
Corrective MDR submitted to system report the leads (pli 10 and pli 20) due to the issue being resolved by the lead revision.

Event description:
It was reported that the patient had stimulation in the wrong location from their implantable neurostimulator (ins) and wanted the stimulation lower. Reprogramming was attempted but this did not work. Additional diagnostics/troubleshooting involved impedance testing (results not specified). There were no reported patient symptoms or complications associated with the event. A revision was to be scheduled to remove the current leads and place ¿4 wide space quads¿ leads with 2 extension components. The patient status at the time of the report was noted as ¿alive no injury¿. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 977a290, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a290, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).